Manufacturer narrative:
Heartsine has requested return of the device for investigation. Upon completion, the conclusions will be submitted in a follow-up report.

Event description:
A customer contacted heartsine to report that their device would not provide audio voice prompts. Without voice prompts, a lay user would not receive the audible instructions on how to properly use the device on a patient which could delay therapy. There was no report of patient use associated with the reported event.

Manufacturer narrative:
The initial report with MFR report # 3004123209-2025-00250 and stryker reference# 4107731, submitted on 09/30/2025, was submitted in error. There is no report that the device would not provide audio voice prompts. The customer reported that green led was not blinking but there has been no confirmation of a failure to the critical functionality of the device.

Event description:
A customer contacted heartsine to report that their device would not provide audio voice prompts. Without voice prompts, a lay user would not receive the audible instructions on how to properly use the device on a patient which could delay therapy. There was no report of patient use associated with the reported event.